Manufacturer narrative:
A follow-up report will be sent upon completion of the investigation.

Event description:
Information received from the doctor on (B)(6) 2010, indicated that during use of this device in (B)(6) 2010, the patient developed a pericardial effusion. There was no medical or surgical intervention required.